Event description:
"Hna" millennium core charting revision levels may generate a pt chart with outdated anatomic pathology report info. This can occur under the following condition: 1. The database was defined by the client to automatically expedite (generate) chart reports when results were verified. 2. An order occurs, the procedure is completed, and a report is dictated by the pathologist. 3. The transcriptionist types text into the transcription result application and places the report in a 'performed' status. 4. The pathologist accesses the report online for review and makes modifications to the existing report and updates the record to a 'verified' status. 5. The verified status of the report triggers a pt chart to qualify for production. The issue has been identified at one client site. This client has reported to cerner one event where a pt was given an unnecessary biopsy/colposcopy as a result of outdated report info printed on the pt's chart. Cerner provided to the impacted client a software utility that will report both the outdated info and the updated info for the pt charts that may have been affected by this malfunction. The client was instructed to analyze the info on the report to determine the impact to pt care and replace the outdated pt charts.